Event description:
Pt is using deltec insulin infusion pump identified as "cozmo" valued at $6000. The software associated with this pump is supposed to maintain bolus history, blood/glucose history, delivery summary, basal daily dose and other important info which is downloaded into the consmer's computer and then can be forwarded to doctor the computer software associated with this device has not been downloading all the data into the computer necessary for doctor to make an eval and cannot determine if the complainant is getting the proper dose of insulin. Pt has had a couple of high and low periods. Pt must maintain the insulin supply unit, which holds 300 units, every three months or as needed, but since the software is not recording the pertinent info, pt cannot determine if they are getting the proper dose. A call to the company stated there is no employee who can help pt with the software error at the firm. This device/software package was prescribed by doctor, forwared to smith medical, st. Paul, mn who sent the device directly to pt's residence. Pt stated firm will not send new pump even though defective.